Manufacturer narrative:
The patient is (B)(6). An event regarding a fractured knob involving a curved positioner/impactor handle was reported. The event was confirmed. Material analysis confirmed no material or manufacturing defects were observed on the device features examined. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the threaded drive shaft connecting the knob to the handle components fractured in rapid overload. The fracture originated at the root diameter of the first thread protruding from the knob. Evidence of repeated impacts was observed on the knob component. The eds spectrum of the drive shaft material was consistent with the 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that while the surgeon was inserting the cup and struck the turn knob to impact the implant the turning knob broke clean off. The cup had to be removed and a new inserter re-implanted and implanted the same cup. Surgery was completed successfully.

Event description:
It was reported that while the surgeon was inserting the cup and struck the turn knob to impact the implant the turning knob broke clean off. The cup had to be removed and a new inserter re-implanted and implanted the same cup. Surgery was completed successfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.